Manufacturer narrative:
The customer¿s report of an occlusion was not confirmed. Visual inspection of the set noted at the of the silicone pump segment tubing near the upper fitment a minor balloon. The balloon segment was measured to be approximately 0.9355 inches long and 0.572 inches wide. Functional testing resulted in the set flowing freely with no signs of occlusions. Dimensional analysis was performed on the silicone tubing and measured to be concentric and within specifications. The root cause for the source of the excessive pressure was not determined.

Event description:
The customer notified bd with a reported issue of an occlusion patient side alarm with tubing.